Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes premature battery depletion. At a follow-up december, 2003, the measured battery data was 2.29 v, 18 ua, 18 kohms.